Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter and no label. The following information was provided by the initial reporter: "the following issues were found in tubes (367840) from lot 0184362: damaged tube ×2, dirty cap ×2, defective marking ×1".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-19. H6: investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stoppers, foreign matter and defective marking with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter, defective marking and defective stoppers with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stoppers through corrective and preventive actions. Bd has initiated a CAPA investigation 796739 relating to the issue of defective stopper molding to further identify potential root cause(s) and apply corrective actions.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter and no label. The following information was provided by the initial reporter: "the following issues were found in tubes (367840) from lot 0184362: damaged tube ×2. Dirty cap ×2. Defective marking ×1."